Manufacturer narrative:
Patient information was unavailable from the site. Name of initial reporter was unknown at the time of filing. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed. The site used a non-medtronic instrument for procedure. A manufacturer representative reported that the site has used the navigation and imaging systems since the reported issue with no issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon reported an inaccuracy while placing a screw. The magnitude and direction were not provided. The site was using a different manufacture's driver with a medtronic tracker. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.